Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glocuse level was unknown mg/dl. The wife's patient stated that they stopped using the insulin pump becasue the keep gettting no delivery alarms and changed the infusion set five times. The customer's wife will call back when at home and has access to the insulin pump. The customer's wife was advised the warranty of insulin pump can always be replaced if customer does not feel safe or has issues with insulin pump, however ift it's not a insulin pump problem, the no delivery alarms may continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.